Event description:
The customer reported that the monitor fell from wall mount. The device was not in use monitoring a patient at the time of the event. No death or patient /user injury or harm was reported.

Event description:
The customer reported that the monitor fell from wall mount. The device was not in use monitoring a patient at the time of the event. No death or patient /user injury or harm was reported.